Event description:
Following balloon angioplasty of the lesion in the m1 segment of the middle cerebral artery, the stent was successfully deployed. The physician considered that the procedure had gone well. Initially, the pt appeared to be fine but during recovery, they experienced weakness and ultimately expired. F/u revealed a diffuse hemorrhage and a lot of underlying angiomyopathy. No further information has been provided.

Manufacturer narrative:
No allegation of product malfunction or non conformance contributing to the reported event.